Manufacturer narrative:
On 02/26/2014, one mammomark (mam3001), lot number f11247106d1, was received for evaluation. The visual inspection of the device showed the device to be in poor condition with no evidence of body fluids present. The green tip of the marker applicator was sheared off and was included in the shipping packaging. Information from the investigation confirmed that no parts of the mam3001 applicator were transferred to the patient. Based on our knowledge of the device design and its prescribed use, the most likely scenario is that when the mammomark marker did not deploy, the user removed the marker applicator separately from the biopsy probe to insert a new marker. According to the mammomark IFU, if significant resistance is met during the advancement of the mammomark prior to reaching the appropriate depth indicator band, remove the marker to inspect the integrity of the distal tip of the marker device, and repeat insertion with a new marker. Tip shear has been identified as a potential risk whenever the applicator shaft is removed separately through the biopsy probe once it has been positioned in the probe aperture for marker deployment. Our mammotome vacuum assisted biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Removing the applicator shaft once it is exposed to the probe aperture creates the possibility of the applicator catching on one of these edges and shearing. As a mitigation step to address this risk, we provide warnings and precaution language and instruction within the instructions for use: warning: failure to align the mammomark applicator as specified may result in improper deployment of the collagen plug and possible tip shear. Warning #10: remove the mammomark applicator and the mammotome biopsy probe together as a single unit from the site and obtain images to confirm marker placement. This event was originally identified as not reportable based on initial voice of the customer indicating marker deployment as the issue. However, as a result of an FDA inspection and further analysis of the complaint data, it was identified that this event had a result of tip shear, which under current process, would require a MDR. Although no adverse event or other patient consequence had occurred, as the occurrence of tip shear has the potential to result in patient consequence, and on the abundance of caution, as per 21 cfr 803, we are submitting this report.

Event description:
The distributor in (B)(6) reported, "procedure was without complication. After, st vab customer would like to use mammomark but after inserting mammomark in the probe, it was not possible to deploy marker. Another device was used to complete the procedure."